Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) exhibited longer than expected r-r intervals on the electrocardiogram. Pacing was reprogrammed on the ipg. Additionally the atrial lead exhibited loss of capture. It was noted that the patient has a silent atrium which may contribute to the lead not capturing. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.